Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratches on the display window, cracked casing at the display window corners, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a damaged display window. No further details were given. The insulin pump was returned for analysis and a replacement pump was shipped to the customer.